Event description:
According to the reporter, during megaesophageal surgery, after 50 minutes of surgery the device was difficult / impossible to open so the artery could not release. The jaw of the tweezers was not dirty. The forceps jammed and there was more bleeding than normal amounting to less than 500ml. The knife blade was not extended and knife blade does not protrude beyond the edge of the jaw. The doctor closed the forceps to insert into the cavity and it would not open. Blood transfusion was not required and surgical time was not increased. It did not prolonged hospitalization. Another ligasure device used successfully with this generator.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted the jaws did not open when the handle was actuated. It was reported that the jaws was difficult to open. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: vlls10gen ls series vessel sealing gen (sn:unknown) . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, after 50 minutes of surgery the device was difficult / impossible to open so the artery could not release. The jaw of the tweezers was not dirty. The forceps jammed and there was more bleeding than normal amounting to less than 500ml. The knife blade was not extended. The doctor closed the forceps to insert into the cavity and it would not open. Blood transfusion was not required and surgical time was not increased. It did not prolonged hospitalization. Another ligasure device used successfully with this generator.